Event description:
It was reported that the right ventricular lead had varying impedance values, oversensing, and rising threshold values. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had varying impedance values, oversensing, and rising threshold values. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the lead had a possible fracture and was oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had varying impedance values, oversensing, and rising threshold values. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the lead had a possible fracture and was oversensing. The lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, outer tubing overlay cosmetic environmental stress cracking, exposed defib coil white substance, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Manufacturer narrative:
(B)(4)